Manufacturer narrative:
This is the same event as 3010536692-2015-01770.

Event description:
Allegedly, patient was revised due to mom complications: shredding of metal debris into the bloodstream; tissue damage; persistent pain and decrease mobility: right.